Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps gripping is weak. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) with an alleged issue to perform failure analysis. The mbf instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The mbf instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The mbf instrument passed energy delivery testing in various grip orientations. The mbf instrument also passed the electrical continuity. The mbf instrument was fully functional. The mbf instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.